Manufacturer narrative:
Lead was surgically abandoned and replaced with another lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was found to be fractured, exhibiting both high pacing thresholds and impedances. There was no adverse patient effects reported.